Event description:
Upon internal review on 10-jan-2017, the case initially assessed as non-serious was upgraded to serious as the seriousness criterion of important medical event was added for the event of unable to walk/ not able to walk. This unsolicited case from (B)(6) was received on 16- dec-2016 from a non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc and later experienced pain in knee and was unable to walk/ not able to walk. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, indication, frequency, batch/lot number and expiration date: not provided). On an unknown date, after third injection of synvisc, the patient experienced pain in knee. After fourth synvisc injection, the patient had even more pain. On an unknown date, after unknown latency, the patient was not able to walk. Action taken: unknown. Corrective treatment: cooling for pain in knee; not reported for unable to walk/ not able to walk. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event (ime) for unable to walk/ not able to walk. Additional information was received on 10-jan-2017. Ptc results were added. Upon internal review on 10-jan- 2017, the seriousness criterion of important medical event was added for the event of unable to walk/ not able to walk and the case was upgraded to serious. Text amended accordingly. Additional information was received on 17-jan-2017. Investigation summary was updated. Pharmacovigilance comment: sanofi company comment dated 17-jan-2017. Follow up information does not change the previous medical assessment of the case sanofi company comment dated 16-jan-2017: this case concerns a patient who started receiving synvisc injections and reported pain in knee and was unable to walk. The event has been assessed as related to the product as there is a probability that the patient experienced walking difficulty due to pain in knee. Of note the occurrence of local reactions like pain and swelling following synvisc injections is expected and well documented. Furthermore, no information has been provided regarding any intervention for inability to walk hence there is no sufficient evidence to conclude that there was a permanent damage/disability to patient. Therefore, this single case report does not alter the overall benefit/risk profile of the product.

Event description:
Upon internal review on 10-jan-2017, the case initially assessed as non-serious was upgraded to serious as the seriousness criterion of important medical event was added for the event of unable to walk/ not able to walk. This unsolicited case from (B)(6) was received on 16-dec-2016 from a non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc and later experienced pain in knee and was unable to walk/ not able to walk. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, indication, frequency, batch/lot number and expiration date: not provided). On an unknown date, after third injection of synvisc, the patient experienced pain in knee. After fourth synvisc injection, the patient had even more pain. On an unknown date, after unknown latency, the patient was not able to walk. Action taken: unknown. Corrective treatment: cooling for pain in knee; not reported for unable to walk/ not able to walk outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event (ime) for unable to walk/ not able to walk additional information was received on 10-jan-2017. Ptc results were added. Upon internal review on 10-jan- 2017, the seriousness criterion of important medical event was added for the event of unable to walk/ not able to walk and the case was upgraded to serious. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 16-jan-2017: this case concerns a patient who started receiving synvisc injections and reported pain in knee and was unable to walk. The event has been assessed as related to the product as there is a probability that the patient experienced walking difficulty due to pain in knee. Of note the occurrence of local reactions like pain and swelling following synvisc injections is expected and well documented. Furthermore, no information has been provided regarding any intervention for inability to walk hence there is no sufficient evidence to conclude that there was a permanent damage/disability to patient. Therefore, this single case report does not alter the overall benefit/risk profile of the product.